Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that discrepant cmv igg results were generated on the axsym analyzer. An initial result of <15 au/ml was generated. The sample was repeated on a different analyzer with a result of 62 au/ml generated. There was no report of impact to patient management.